Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the down arrow button is unresponsive and she has been experiencing low blood glucose around the time the keypad issue started. Blood glucose value was 49 mg/dl; the customer treated with food. Current value is 245 mg/dl. Customer stated that the drive support cap appears normal. Most recent set change was the day of the call and the customer was disconnected during the rewind/prime sequence. The time/date, basal, bolus and daily totals are accurate. The reservoir is showing less insulin than what is shown on the status screen. The insulin pump was not exposed to a magnetic field and it passed the displacement test. The customer also reported that she received a no delivery alarm during a bolus attempt. Insulin did exit with fixed prime. The cannula was not bent. The customer was advised to perform fixed prime again and insulin di exit without an alarm. The customer was explained that there might have been a site occlusion.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.